Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. This report is being submitted due to an inadvertent delay between csi employee awareness and reporting to csi postmarket surveillance. Apologies for any inconvenience. This event was submitted under medwatch user report number: (B)(4). Csi ID: (B)(4).

Event description:
Orbital atherectomy was selected for treatment of the anterior tibial artery. Access was obtained in the foot, and a catheter was inserted. Access was also obtained in the groin, where a 6 french sheath was inserted. The viperwire was inserted into the catheter with the intention of advancing the guide wire into the sheath in order to perform treatment from the groin. The guide wire and catheter were advanced to the sheath, and the guide wire prolapsed over the catheter. When the catheter was pushed into the sheath, the wire became stretched and fractured. A snare was used to retrieve the guide wire. There was no harm to the patient. A second viperwire guide wire was used to complete the procedure.